Manufacturer narrative:
Investigation summary: the customer issued a complaint for leakage syringe detected by end user. Neither samples nor photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. This available information is not linked to the safety device so bd should not able to define potential cause linked to safety needle guard. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process. Root cause description: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a patient was pressing the syringe plunger on a bd ultrasafe¿ manual needle guard the medication and liquid leaked onto the skin. There was no report of injury or medical intervention.